Event description:
It was reported that: "patient wanted to know if her implants were part of the recall due to pain."

Manufacturer narrative:
If additional information becomes available, the evaluation summary wil be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 623-00-32e, lot # e5pmae, description: trident 0 x3. Insert 32mm ID. Cat # 6051-0935s, lot# 435mrd, description: secur-fit max. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.